Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable hcg+beta elecsys result from the cobas e411 rack analyzer. The initial result was 1.29 miu/ml with a data flag. The repeat result on (B)(6) 2022 was 1080 miu/ml with a data flag. It was requested but unknown if the questionable result was reported outside of the laboratory. The reagent lot number was 584579 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. As the qc recovery was within 2sd, there was no indication of a performance issue of reagent or instrument. The analyzer alarm trace did not contain a conspicuous event.